Event description:
Patient had a tracheostomy attached to a ventilator on CPAP support of 10 cm h20 pressure. The patient was found unresponsive with the end of the ventilator tubing disconnected and clutched in their hand. There was no alarm from the ventilator until the tubing was removed from their hand. CPR and resuscitative efforts were initiated but were unsuccessful. Follow up reveals: it was the opinion of the independent evaluator that the ventilator operated normally. The reason the vent did not alarm is because there was residual pressure created by the circuit being partially blocked by the patient's hand in combination with an unusually low pressure alarm setting. Reported patient peak pressure was 16 cm h20 and the low pressure alarm was reportedly set at 8 cm h20.